Manufacturer narrative:
Other relevant device(s) are: product ID: vamc3232b100te, serial/lot #: (B)(4), ubd: 24-oct-2015, UDI#: (B)(4); product ID: vamc3232c150te, serial/lot #: (B)(4), ubd: 11-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 4 years post the index procedure that a reintervention procedure took place approximately 3 years post the index procedure to resolve aneurysm expansion with the implant of an additional valiant stent graft distally and a chimney stent. During removal of the introducer, disruption/rupture of the left iliac vessel occurred. This was resolved at the time with the implantation of a covered iliac stent. The patient also received medication and a transfusion. It was also noted that the patient had metabolic acidosis. No additional clinical sequelae were reported and the patient is fine.